Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, scratches were observed on the steering tubing. No other abnormalities were observed. A sample valve was crimped onto the delivery system and the balloon and valve were able to be fully inflated. No other abnormalities were observed. No dimensional inspection was performed as functional testing revealed that the balloon and crimped sample valve were able to be fully inflated without any abnormalities observed. Procedural imagery was provided for review. It was observed that the valve was not centered between the two internal balloon shoulders. When inflation of the balloon was attempted, only the distal end of the balloon inflated, resulting in an uneven inflation. A DHR reviewed were performed and did not reveal any manufacturing related issues that would have contributed to the events. A review of lot history revealed no other complaints related to delivery system valve movement on balloon. A review of complaint data for october 2017 revealed that the complaint rate did not exceed control limits for the trend category of valve movement on balloon for the certitude delivery system. The IFU, prepping manual, and procedural manual were reviewed for guidance regarding preparation and use of the certitude delivery system. No IFU/training deficiencies were identified. During manufacturing, the visual inspections and product verification testing processes support that it is unlikely a manufacturing non-conformance contributed to the reported complaints. The complaint for delivery system valve movement on balloon was unable to be confirmed. Imagery review reveals the balloon was not centered between the two balloon shoulders, however, the provided imagery does not show valve movement. No manufacturing non-conformances were identified. Review of available information (complaint history, lot history, and DHR review) did not identify any evidence that a manufacturing non-conformance contributed to the reported events. Additionally, a review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the reported event. Review of imagery revealed that the valve was not centered between the two internal balloon shoulders. If the valve was not crimped centered over the inflation balloon, the uneven placement of valve would cause the balloon can inflate unevenly. Other procedural factors such as not removing 3ml of fluid after de-airing and leaving residual fluid in the balloon can create a larger than usual balloon-valve profile. This could cause the valve to rub on the inner wall of the sheath during delivery system insertion, and result in the valve moving proximally. Based on the available information, procedural factors most likely contributed to the reported events. However, a definite root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.¿ the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions are required. In addition, no product non-conformance was confirmed and the failure mode did not exceed the complaint trending control limits for october 2017; therefore, a pra is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During preliminary evaluation of the device the balloon as able to deploy a sample valve without issue. It appears, during the case, the valve may not have been centered on the balloon.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.¿ please reference related manufacturer report no: 2015691-2017-03643. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 case by ta approach in the mitral position, during valve deployment, the balloon only opened at the distal end. The proximal part of the balloon only opened very little; therefore the valve was not fully deployed. The balloon was deflated and pulled back due to patient conditions. While attempting to cross the sapien 3 valve again for re-dilation, the valve embolized into the atrium. The patient was converted to open heart surgery. The patient was doing ok post procedure.